Event description:
The iab leaked. A blood clot was noted inside the membrane. The dr was unable to remove the iab. The iab was entrapped and needed to be surgically removed. No alarm sounded from the system 90 pump. The pt went on to expire on 6/9/97. The iab was not returned to datascope for evaluation. The iab was discarded by the facility. On 11/13/97, datascope received the following info: the iab was inserted into the pt on 6/5/97 and the pt was taken to the ICU. Later, the nurse noted a slight amount of blood in the iab tubing. The iab was augmenting well and there was no evidence of a gas leak alarm. On 6/6/97, the pt was taken for ptca. On 6/7/97, attempts to remove the iab were unsuccessful and the pt was taken to the o.r. For removal of the iab. The pt went on to expire on 6/9/97 at approx 0600. The initial ptca was salvage procedure. After surgery to remove the iab on 6/7/97 at approx 2300, the pt had a wide tachy arrhythmia. Post-op, the pt was supported on ventilator, dopamine. On 6/8/97, the family requested the pt "not be coded again". Event complications: the iab was entrapped/surgically removed/death - rpt'd 8/4/97. Pt current status: death - rpt'd 8/4/97.

Manufacturer narrative:
Device label code for f10. Position 1, 2 and 3: 1738. Evaluation: the product was not returned to datascope for evaluation. The item was discarded by the hosp.